Event description:
Pt was revised to address loosening of the stem. It was also reported that the pt had fallen, causing a periprosthetic fracture, which was also addressed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.